Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low voltage alarms as well as exposure of the inner cannula of the driveline. A review of the log file revealed the low battery issues appeared to be routine. The log file did not contain any evidence of any type of electrical shorting issues on the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed through review of the submitted images. A specific cause for the reported damage could not be conclusively determined through this evaluation. The account submitted two images for review showing an area of the driveline where the outer jacket was completely removed. A tear in the clear plastic layer beneath the outer jacket was visible, revealing the underlying metal braided shield. The underlying wires were not visible. An abbott technical services representative recommended applying rescue tape to the area. The submitted log file contained events from 21feb2024 ¿ 27feb2024. The pump appeared to function as intended at the fixed speed throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6)and driveline s/n were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.